Event description:
It was reported that this artificial urinary sphincter (aus) stopped working and the patient experienced recurring incontinence and erosion. A surgical procedure was performed during which the existing aus was removed and replaced. No further patient complications were reported.